Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for at least 3 months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition,the user also reported storing her cartridge of strips on a desk in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." After the above, dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 102 mg/dl, which the user stated is in range for her. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported that several months ago she received bg readings in the 190 mg/dl range, however the user stated that her bg level was not actually that high. In addition, the user reported receiving a bg reading of 362 mg/dl from her dario meter compared to a bg reading of 121 mg/dl from her non-dario meter. Due to the above, the user hasn't been using the dario meter to measure her bg level for several months.